Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for battery out of limit during a battery change. The blood glucose reading was 78 mg/dl. The basal settings were retained. The customer reported that the batteries were not out of the insulin pump for a greater duration than allowed by the insulin pump. The customer had not received multiple battery alarms when the batteries were out for less than one minute. The customer was advised to monitor the insulin pump and to time battery changes carefully.